Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corportaion for evaluation, however, upon receipt it was discovered the device was covered in blood residue (which also appeared to be inside the device as well) and could not be evaluated based on zoll protocol. Based on information provided by the complainant the investiation is closed for fluid ingress. The device was returned to the customer without being repaired and recommended to be replaced. Analysis of reports of this type has not identified an increase in trend.